Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, not available. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been returned to manufacturer for analysis.

Event description:
A medtronic representative reported a site identified an open spine clamp with stripped screws. The damaged screws were discovered while in sterile processing at the site. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Mfg date now provided.evaluation of the suspect clamp finds: the clamp face is bent to one side. The adjustment screws threads are worn in the middle of travel and have debris in the threads as well. The screw head had tool marks around them. The attachment screw is stretched from over tightening causing some movement in the clamp face. A replacement clamp was sent to the site for issue resolution.